Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was scheduled to undergoing a prophylactic battery replacement and in pre-op high impedance and low output current was observed. After the new generator was placed, high impedance was still observed. A test resistor was used to check the generator and the impedance was within normal limits ruling out a generator issue. The patient has now been scheduled to undergo a full revision of the lead. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent lead and generator replacement. The explanted lead was discarded. The explanted generator has not been received for analysis to date.